Event description:
During a femoral neck pinning procedure, the surgeon experienced a problem with the guide wire and 6.5 cannulated screw. The 6.5 cannulated screw got stuck over the guide wire. When removing the guide wire the screw came out with it. There was a 5 minute delay in completing the procedure. The delay was due to removing the screw and insertion of the new guide wire and screw. It was discovered post operatively that the guide wire was bent and not noticed during insertion. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Additional product code, jdw. Device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.